Manufacturer narrative:
Product event summary-the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the physician was unable to implant the left ventricular (lv) lead due to the patient's anatomy. A different left ventricular (lv) lead was used. It was also reported that the physician was unable to place the right ventricular (rv) lead due to a clavicle crush. The physician had to regain access in a different location. Due to the tight initial insertion the physician requested a new lead. A different model was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.